Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via device interrogation. The device image was reviewed, and the reset was found to have been caused by a software reset. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the software reset could not be determined.

Event description:
It was reported that the device was found in back up mode while still in the box.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated, but not yet begun.